Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported during an angioplasty procedure, a pta balloon would not deflate. The health care provider reported that the pta balloon could not be retracted through the sheath. The hcp further reported that the pta balloon and sheath were removed as a single system. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 16mm x 4cm balloon. The balloon was inside the introducer sheath and was not visible. The catheter was kinked and stretched just proximal to the introducer sheath hub. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. The proximal end of the sheath was bunched in appearance. No other anomalies were observed to the sheath. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and the guidewire was unable to advance past the kink in the catheter. The balloon was unable to be retracted through the sheath. The balloon was able to be advanced through the sheath with slight resistance. The previously mentioned kink and stretching of the catheter was observed just proximal to the balloon glue joint. With no guidewire in place, the balloon was inflated to rbp (18atm), and then deflated. The balloon took the appropriate shape upon inflation. The balloon was deflated in approximately 10 seconds. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned within an 8fr introducer sheath. The investigation is confirmed for retraction issues due to the condition in which the sample was received. The investigation is inconclusive for deflation issues, as the balloon was inflated and deflated without issue during functional testing; however, the original conditions of use could not be fully recreated. The retractions issues were likely cause by the balloon not being fully deflated. However, the definitive root cause for the reported deflation issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the atlas pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.